Manufacturer narrative:
Event site name (B)(6). Event site postal code (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during patient use, the cardiosave intra-aortic balloon pump (iabp) failed to inflate the balloon. According to the customer, low augmentation pressure was observed at a heart rate of 150 bpm, and the patient was subsequently transferred to another unit, which reportedly functioned as expected. The customer informed that the patient later expired. Clinical team has evaluated the unit from clinical aspects and found unit working perfectly ok and has passed all functional tests. Operation of the equipment was demonstrated to the bme, doctors and technical staff. The importance of utilisation of "r-wave deflation" mode during higher heart rates was explained.